Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2018-03384. It was reported that the patient was not getting adequate relief from the scs system. On (B)(6) 2018 the patient underwent surgery and the leads were explanted and replaced. Effective therapy was restored post operatively.